Manufacturer narrative:
A.4 added as it was inadvertently omitted from the initial report that was submitted. B.2 revised date of death as it was entered incorrectly on the initial report that was submitted. D.3 added manufacturer fax number as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter address line 1, initial reporter city, initial reporter state and initial reporter phone number as they were inadvertently omitted from the initial report that was submitted. H.4 revised device manufacture date as it was entered incorrectly on the initial report that was submitted. The investigation has been completed. Hematoma/ major bleed : the cause of the injury was not determined since the product was not returned and insufficient clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a groin hematoma with bleeding. The patient was transfused two units of packed red blood cells and treated with a femstop and aggrastat. Ultimately, care was withdrawn and the patient expired.